Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red light on the ubc was confirmed. The 14v li-ion battery (serial #: (B)(4)) was returned for analysis. The battery returned with no charge. The battery was placed in the universal battery charger (ubc) and a red light and b0001 error code occurred. The battery was attempted to be charged with an external power supply, but the battery was unable to accept charge. The battery was opened to be further investigated. Upon investigation, extra solder was found on the printed circuit board (pcb). The extra solder shorted together pins 4 and 7 of the u12 chip. The u12 chip, s-8204aak, is a part of the protection circuitry of the battery. The shorted component caused the battery not to accept charge, and ultimately caused the b0001 error. A manufacturing analysis task was opened to further investigate the extra solder on the board. The manufacturing task found that the soldering process was the only step that likely caused the dropped solder on the board. A supplier corrective action was created for the resolution of this issue. The root cause for the red light on the ubc was conclusively determined to be due to a shorted component on the pcb caused by extra solder on the board. The device history records were reviewed for the 14v li-ion battery (serial #: (B)(4)) and the 14v li-ion was found to pass all manufacturing and qa specifications prior to being shipped to the customer on 06mar2019. Heartmate iii instructions for use entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use entitled ¿equipment storage and care¿ and heartmate iii patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a red light appeared on all universal battery charger (ubc) charging pockets. There were no patient consequences. The battery was returned for evaluation. During the investigation of the returned battery, printed circuit board (pcb) damage was observed.